Event description:
It was stated that the insulin pump had low battery life. Troubleshooting was performed and the customer was using the correct batteries. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the electronics. Unable to verify the battery life due to the blank display.